Manufacturer narrative:
Intuitive surgical inc. Has not received the cannula seal accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a fragment from the cannula seal accessory fell inside the patient. The fragment was retrieved without patient harm. At this time, it is unknown what caused the fragment to fall into the patient.

Event description:
It was reported during a da vinci assisted hysterectomy with bilateral salpingo-oophorectomy procedure, a fragment from the cannula seal fell inside the patient. The customer had the reducer on the cannula seal and put in a laparoscopic instrument and the fragment fell inside the patient. The fragment was retrieved from the patient with no patient harm reported.